Manufacturer narrative:
(B)(4). This event was reported by (B)(6). The returned sample was analyzed in the laboratory. The sample was cleaned and disinfected prior to performing tightness (leak) testing. The blood side was filled with water and the leakage at the gas outlet was confirmed. The oxygenator was opened and it was determined that there was an ablation of the polyurethane. The ends of the gas fibers are embedded in polyurethane. A leak was identified in the polyurethane adhesion. The reason for the ablation of the polyurethane is unknown. Note: the reported event occurred when using the be-pls 2051 quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2011, hospital (B)(6) identified a blood leakage (about 50 ml) at the gas outlet port during ecc on oxygenator lot number 70065377 that was being used with be-pls 2051 (lot number 70071296). The device was replaced with be-pls 2050 (lot number 70064555); however, the replacement device leaked. This unit was replaced, reference MFR report #8010762-2014-01123. After this replacement, no other issues were noted. (B)(4).